Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following therapy delivery, interrogation revealed that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1005 indicative of a shorted shock alert. Investigation revealed that the therapy delivered (anti-tachycardia pacing (atp) and shock) were inappropriate due to oversensed noise. There was also evidence of high out-of-range right ventricular (rv) lead shock and pace impedance measurements and low right atrial (ra) lead impedance measurements. An rv lead fracture and ra insulation damage was suspected. Boston scientific technical services (ts) recommended replacement. Surgical intervention was performed and insulation damage was visually confirmed on a competitor¿s ra lead. There were no visual anomalies observed on the rv lead. The patient was referred to (B)(6) hospital in (B)(6) for lead extraction. Currently the device remains deactivated pending intervention. Boston scientific does not have a contract with this account and thus will not be involved in further care for this patient. It is unlikely that any explanted products will be returned for analysis